Event description:
It was reported the device was used during a gastric procedure. It was reported when creating a gastrojejunostomy with the cdh21 the anastomosis was incomplete due to an incomplete staple line. A new cdh21 was opened and the anastomosis was completed. It was reported the surgeon has used this device over 100 times. There was no consequence to the patient.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the breakaway washer was fully cut but with two indentations on the side of the washer. It appears possible that the instrument may have been fired across a hard object such as a clip. However, this could not be ascertained. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.